Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No excessive no delivery alarm, reset or error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reported via phone, the insulin pump goes blank and alarms unexpected restart about four to five months. Troubleshooting was performed and external ram crc error alarm was also noted. Customer stated alarm occurs during normal use. Customer wanted to know if alarms had something to do with her experiencing low blood glucose in the 20 mg/dl range. Customer spouse helped her get blood glucose up. Customer was advised it is unknown if issue is related and to call when events occur to perform troubleshooting on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.